Event description:
On 8/7/94, pt had syncope episode and admitted to hosp. No change of cardiac status when compared to hosp stay three days prior. Placed on telemetry and showed ventricular ectopy. Arrangements made to send pt to hosp to cardiologist the next day. Later that day pulse decreased to 50 bpm, became unresponsive and transferred to iccu. Pt was recuscitated to pulse increase to 120 bpm, bp150 with no heart sounds. Pulse then dropped to 50 bpm, became totally unresponsive and CPR was unsuccessful (8/9/94).